Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed no delivery during bolus. The patient's blood glucose was high yesterday with multiple readings above the 400 mg/dl range; the patient experienced blood glucose readings of 434 mg/dl, 419 mg/dl, 447 mg/dl, and 414 mg/dl, which he treated with manual insulin injections. Troubleshooting was initiated for the no delivery alarm. The customer was able to successfully run a 5.0-unit fixed prime. The infusion set cannula was inspected and it was not bent. The customer was advised that there may have been a site-related occlusion, and he was advised to change his entire infusion set system. No products were returned and two replacement infusion sets were sent to the customer.